Event description:
Customer reported when the alarm sounds and the nurse call cable is in use, the nurse will press the suspend button. The alarm will stop sounding in the pt's room, but continues to sound at the nurse's station. Customer did not know when the issue was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue. The unit nurse call and suspend features work as expected. The switch to change modes does not slid; therefore, only the tone can be heard. The passes only the tone mode functional tests. Visual findings the battery compartment has battery leakage and corrosion on the contact and springs. Also, the alarm battery door is missing. Note: instructions for use states: batteries can exploded or leak and cause damage to alarm if installed incorrectly, fully discharged or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).